Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) ECG cable is defective. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check customer found the cs100 intra-aortic balloon pump (iabp) ECG cable was defective. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), e1(initial reporter, event site email), e2, e3, g3, g6, h2, h3, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: b5, b6, b7, d10. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The ECG cable (d012-00-1157-02) was replaced. Fse completed the all checks. The unit was working okay.